Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged plunger stopper was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of damaged plunger stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged plunger stopper. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported when using the bd a-line¿ syringe w/o needle plunger was found to be deformed. This event occurred two times. The following information was provided by the initial reporter. The customer stated: the rubber part of the plunger was found to be deformed before usage.